Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insert battery alarm noted. Power loss alarm and power error confirmed in the long trace. Power loss alarm occurred after the power error was cleared. Detail trace analysis confirmed the pump alarmed power error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. (B)(4).

Event description:
The customer reported that the insulin pump had power error alarm. Customer's blood glucose level was 102 mg/dl. Self test was performed and the insulin pump passed. Troubleshooting was performed. The insulin pump was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.